Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information provided by the healthcare professional (hcp) nurse practitioner, the patient experienced an adverse event that resulted in hospitalization for diabetic ketoacidosis (dka). At the time of the event, the patient was using a dexcom g7 cgm in conjunction with a beta bionics ilet insulin pump. The hcp reported that the cgm was displaying low glucose readings, which led the patient to repeatedly treat for presumed hypoglycemia with food and beverages. As a result, the patient developed dka and required hospitalization from (B)(6) 2026 through (B)(6) 2026. No additional information was provided regarding cgm glucose values, fingerstick bg measurements, symptoms preceding hospitalization, diagnostic findings, treatment details, or the clinical course during hospitalization. At the time of reporting, the patient was described as feeling "fine." Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.